Event description:
New information received notes that the patient's implantable cardioverter defibrillator was not exposed to any additional procedures on (B)(6) 2021.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have been in back-up mode. The cause of the back-up mode is unknown but high voltage therapy was disabled while the ICD was in backup mode. The ICD was explanted on (B)(6) 2021. The patient was stable throughout.